Manufacturer narrative:
The event occurred in (B)(4). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.

Event description:
Customer reportedly received results of 14.1 mmol/l, 17.0 mmol/l, 23.2 mmol/l, "hi" (>33.3 mmol/l), 15.8 mmol/l, and 23.6 mmol/l within 7 minutes on the performa system. The test strips are stored in the kitchen. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, the test strips have been discarded.